Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial#(B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) h3: analysis was performed, however the patient's complaint could not be confirmed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states when they went to use the controller and charge this am nothing will power on and is blank. Pt states they had problems before and did reset and that did solve the problem but this time didn't work. Pt is not getting stimulation. Pss advised to reset controller. After reset confirmed blinking green light. Pss advised to charge controller until solid green and then can continue to charge ins. The troubleshooting steps that were taken on the call resolved the issue. On (B)(6)2022 additional information was received from the pt. Pt called back stating that they thought they needed a new battery for the controller as the controller was plugged in all night to the power supply and the controller battery wasn't at 100% this morning. Pt stated that they checked the controller last night before they went to bed and the controller was at 80% and the controller was still at 80% when they got up this morning. Pss had the pt unlock the controller and check the batteries screen; the controller was at 90% and the ins was at 100%. Pt currently had the recharger (rtm) connected to the controller, so pss had them disconnect the rtm and connect the ac power supply to the controller. Pt then saw recharging indicated for the controller battery with the controller light flashing green. Equipment was working as intended during the call. Pss advised the pt to monitor the controller and call pss back if further assistance was needed. On (B)(6)2022 additional information was received from the pt. Pt called back stating they are still seeing replace controller batteries soon" (70) when charging the ins, even though the battery pack is inserted not alkaline batteries. Pt states message only pops up when charging the ins. Pt stated that they have been trying to charge the ins all morning with no success. Pt stated now for the first time they can see the batteries (49) screen showing controller is at 100% and the ins is at 60%. A replacement rtm was requested. On (B)(6)2022 additional information was received from a patient (pt). It was reported that they got the new recharger (rtm) and when they go to recharge the implantable neurostimulator (ins) they get stuck on checking recharge quality. A replacement controller was sent out. No symptoms were reported. On (B)(6)2023 additional information was received from the patient (pt). It was reported that pt was sent a recharger exchange unit, then a controller. Pt says recharger exchange unit was working, but then repair sent pt back their old recharger, which didn't work. Pt has the old recharger, as they sent back the recharger exchange unit, and was back to where they started. Pt said the same issue is happening, and they got no device found screen when try to charge. The manufacturer's patient services specialist (pss) had them start prm andthey got 100 for the high number. After about 6 minutes, it started charging again but then went to poor recharge quality. Pss had them reposition antenna but it still wouldn't charge. Pss had them reset controller and unplug the recharger and plug it back in. They then got no device found again so prm was restarted. They were able to start charging ins with excellent quality. No symptoms were reported. A replacement recharger was sent out. On 2023-jan-30 additional information was received from the pt. To resolve the issue, pt was sent all new parts right away. The issue was resolved.